Manufacturer narrative:
(B)(4) the investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26 mm sapien 3 valve in the aortic positon, there was difficulty expanding the valve. The valve was partially expanded and post-dilation was performed with a pre-dilation balloon. A hole in the delivery system balloon was observed.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual analysis, a partial tear in the crimp balloon just proximal to the I/c bond was observed, and there was gouging on the flex tip. No other abnormalities were observed. During dimensional analysis, the crimp balloon double wall thickness was found to be within specification. Due to the condition of the returned device (balloon torn) no functional testing was able to be performed. Per the report, no abnormalities were observed during device preparation, and the device was de-aired successfully. The leak was observed during valve deployment, indicating that the tear likely occurred after the device was inserted into the sheath, but prior to valve deployment. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified. Performing valve alignment in a non-straight section of the aorta (tortuous anatomy) may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Although, there was no reported difficulty during valve alignment, flex tip gouges were observed in the returned device. This indicates that diving and higher valve alignment forces may have occurred during valve alignment. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. It is possible that these factors caused the bond area to weaken, which could have led to the crimp balloon tear during inflation. However, a definitive root cause was unable to be determined at this time. Per manufacturing mitigations, during balloon manufacturing, the inflation balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots, contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. The crimp balloon component was 100% inspected for the following: balloon double wall thickness, defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes, gel spots. The crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. The device underwent 100% final inspection by manufacturing and quality for the following: the entire device was inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination. The inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. The flex and balloon catheters were 100% leak tested. After balloon catheter leak testing, the inflation balloon was inspected for damage. The delivery system balloon was 100% inspected for the following: the balloon size is inspected before the pleating and folding process; after pleating and folding is completed, the balloon is visually inspected. In addition, product verification (pv) tests were performed using five (5) samples. All samples must pass the following tests pertaining to the complaint events: visual inspection, system retrieval force test, functional testing for de-airing, visual inspection of the inflation/crimp balloon bond, balloon inflation pressure, balloon burst pressure after ten cycle fatigue, and inflation balloon to crimp balloon laser weld tensile strength. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿balloon ¿ torn¿ was confirmed through visual inspection of the returned devices. However, no manufacturing non-conformances were identified. A review of the relevant DHR, lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaints. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A definitive root cause was unable to be determine at this time, but it is possible patient/procedural factors contributed to the reported event. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for the applicable trend category. Therefore, no corrective or preventative action and no further pra escalation was required. Due to the high criticality level of the failure mode ¿balloon ¿ torn¿, a pra was previously initiated for assessment of the balloon torn issue and its associated risks per management discretion.